Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced alarms after switching from batteries to ac power. The system controller data log history captured low speed and pump stoppage events. A damaged wire in the driveline was suspected. X-rays did not show a location with apparent trauma and attempts by the vad team to reproduce the event were unsuccessful. The patient was asymptomatic. The patient was converted to the pocket controller. The patient was discharged and will continue to be monitored. No additional information was provided.

Manufacturer narrative:
Approximate age of device: 3 years. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Manufacturer narrative:
The reported low speed events and pump stoppages were confirmed through the evaluation of the submitted system controller log file. The log files captured numerous transient low speed events and pump stoppages, during which low speed and low flow hazard alarms were intermittently active. In addition, the events were also associated with elevations in pump power up to 24.2 w and average pulsatility index. All low speed events and pump stoppages captured in the submitted log file appeared to occur only while the patient was operating on the power module and appeared consistent with a potential percutaneous lead wire compromise. Four x-rays of the internal and external portions of the patient's percutaneous lead (lead) were submitted for review. The x-rays showed an area of concern on the internal portion of the lead several inches from the pump housing where there appeared to be potential breakdown of the braided shield. Another area of potential breakdown of the braided shield could be seen on the external portion of the lead in the approximate location of the terminus of the distal end bend relief. However, a potential wire compromise could not be determined via the submitted x-ray images. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.